Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure after an interventional procedure. Reportedly, when the plunger was retracted the green rail suture was separated near the posterior cuff. Hemostasis was achieved with manual compression. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.